Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed that the problem did not happen during the load process and arranged for a pump replacement as the pump was still under warranty. The customer was advised to continue using the current pump until the replacement arrived, provided with instructions on placing the pump into storage mode, and instructed on returning the problematic pump to tandem. Additionally, the customer was informed about programming settings into the replacement pump and connecting their cgm.